Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is user error. The account did not input the correct lot specific isi value provided on the IFU for the dade innovin lot in use. The account does report the correct pt seconds result. The siemens healthcare diagnostics customer care center- technical solutions representative assisted the account in correctly inputing the correct lot specific isi and nmpt values. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated prothrombin time inr (pt-inr) results were obtained on patient samples. The patient results were reported to the physicians. An error in the settings for the isi/mnpt factors was noted after investigation by the laboratory. Calculations show that lower inr calculations would be reported with the correct isi/mnpt factor settings. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated pt-inr results. There is no report of adverse outcome to patients as a result of the falsely elevated pt-inr results.